Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device implant procedure of device only lv lead was able to be implanted due to patient¿s anatomy. It was noted that device withholds pacing during impedance updates which was also noted during follow-up. Device remains implanted. Non-standard programming to be discussed with physician. Patient is stable.